Event description:
It was reported that the patient was experiencing low voltage advisory alarms. The patient's clips and batteries were troubleshooted however the alarms did not resolve. There was noted to be a tear on the black port of the controller power cables, so the controller was planned to be exchanged.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of low voltage alarms was confirmed via the submitted log file; however, the reported event of a damaged black power cable was not confirmed. A review of the submitted event log file spanned approximately 3 days (B)(6) 2023 per time stamp). From (B)(6) 2023 at 22:41:58 ¿ (B)(6) 2023 at 00:38:08, and (B)(6)2023 from 21:27:44 ¿ 23:36:37 while connected to batteries, the low voltage advisory alarm activated due rsoc and bus voltage fluctuating outside the expected voltage range on the power cables. The alarm was not associated with a power source exchange and cleared on its own each time. The alarm did not affect the controller's ability to operate the pump at the set speed. No other notable alarms active in the log file. System controller was not returned for analysis. The provided information indicated that the system controller had a tear in the black power cable. The extent of the damage is unknown. There were no photos submitted for review. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no response was received. The root cause of the reported low voltage alarms was due to voltage fluctuations in the controller cables; however, a root cause for the fluctuations could not be conclusively determined through this analysis. A root cause for the reported damage was not conclusively determined through this analysis. The device history records were reviewed were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot low voltage alarms. Heartmate 3 instructions for use section 8-¿equipment storage and care¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller connectors and cables. The manufacturer is closing the file on this event.